Event description:
It was reported that prior to starting a davinci si surgical procedure, the customer noted that the wheels on the back of the fenestrated bipolar forceps instrument were not spinning properly, identified during set up, not used in case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Instrument passed electrical continuity test. Additional finding not reported by the site was a char mark on yaw pulley. The char mark on one side of the pulley melting part of the pulley. Engineering also found scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.